Event description:
It was reported that the customer experienced temperature alarms 10 and 11 with their pump. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy.